Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive sheath was selected for a atrial flutter ablation procedure. It has been mentioned that after inserting farawave catheter into the sheath, the sheath was difficult to aspirate. Troubleshooting steps included removing catheter and aspirating. Making sure no kinks are present in the tubing. And then eventually replacing the sheath. The aspiration was not possible with the farawave through the sheath. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that a faradrive sheath was selected for a atrial flutter ablation procedure. It has been mentioned that after inserting farawave catheter into the sheath, the sheath was difficult to aspirate. Troubleshooting steps included removing catheter and aspirating. Making sure no kinks are present in the tubing. And then eventually replacing the sheath. The aspiration was not possible with the farawave through the sheath. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The sheath was returned and went through sterilization with the dilator inserted. The dilator was removed to proceed with further analysis. Leak and aspiration testing could not be performed as leakage was observed from the handle while preparing the sheath. Therefore, the cause of the allegation cannot be established. Tears by the center slit of the external and internal hemostatic valves. This type of defect can compromise the valves' ability to seal pressure and fluid within the sheath.